Event description:
Analysis of the device revealed that the guidewire polytetrafluoroethylene (ptfe) coating was peeled. There was no clinical consequence reported to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis revealed that the guidewire polytetrafluoroethylene (ptfe) coating was peeled off at approximately 38.0cm from its proximal tip. The ptfe coating appeared to be scraped off of the guidewire with the torque device collet. The guidewire was also slightly bent along its length. The hydrophilic coating was present on the guidewire. The guidewire dimensions were found to be within specifications. During functional evaluation with a demonstration microcatheter, the guidewire was advanced through the microcatheter¿s proximal and distal ends without difficulties. The cause for the observed bend is believed to be related to shipping/transportation as this was not initially reported. The observed peeling ptfe coating is believed to have occurred from an insecurely tightened torque device. Per the device directions for use (dfu): "securely fasten the torque device onto the wire to prevent slippage of the torque device and to avoid product damage (i.e., core wire abrasion/peeling of ptfe, etc.)." Therefore a root cause of dfu instructions not followed has been assigned to this finding.